Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened button dome switch. No unlocked lcd keypad connector noted during visual inspection. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.